Manufacturer narrative:
User error caused the event. Siemens healthcare diagnostics states in the instructions for use - directions for cleaning the centering collars that: to avoid personal injury and exposure to a potential biohazard, you must cover the needle with the red needle cover immediately after you remove the centering collar. Be careful not to bend the needle as you slip the cover over it. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Customer reported grazing her finger while swapping out the centering collars on the advia 2120i with autosampler. The customer failed to place a cover over the needle during this operation. The customer had a needle screen drawn and cleaned her finger with alcohol and soapy water.